Manufacturer narrative:
Product ID: 978b128, lot#: va2ages, date implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). Date of event: is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that, about a month ago, the patient was not going to the bathroom as often, had swelling in their legs and feet, and was retaining fluid. The patient had a cat scan yesterday and it showed one of the leads wasn't connected. The reason for call was patient was told to reach out to medtronic in regards to this issue and agent confirmed the patient needed to speak with medtronic representative. Patient said they have a virtual appointment with their doctor on monday. Agent reached out to medtronic rep in patient's area to help further address the issue. Patient services also warm transferred to pump ps for symptoms reported. While on the call with pump ps the patient was adamite that the reported symptoms were due to the interstim therapy and not related to the pump therapy. Troubleshooting was not required.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ages, implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that there is a lead migration or dislodgement and lead was fractured, damaged or broken. Impedance and battery life were checked before procedure, impedance on all 4 electrodes >4000. The lead was fractured in half. The hcp tried to explant the lead. Once the pocket of the ins was opened the lead was twisted multiple time. Lead was traced back to insertion site and once opened and found the lead pulled back out of the foreman and was completely severed from the rest of the lead. Some of the tines were removed but the 4 electrodes are in the back tissue, not the left s3 foremen.